Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis found a printed circuit board assembly out of electrical specification. System fan is noisy. Product ID: 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported there was an error. The programmer was returned for repair. There was no patient involvement.